Manufacturer narrative:
Due diligence was executed for this event. The device was available for evaluation on site. Customer reported that the device top led cover has a crack with fluid leakage. A field service engineer (fse) went on site and removed and replaced top cover lid unit according to the technical guide. Equipment repaired and verified according to OEM instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required.

Event description:
As reported for this event, during maintenance the device lid was found to have a slight crack and was leaking. There is no patient involvement.

Manufacturer narrative:
The device history record review confirmed that device conformed to specifications at the time of shipping. Device has not repaired in the past year. Design of the device or manufacturing, is not a factor to cause of the event. Possible causes for crack of the lid are the lid came in contact with a scope when it was closed or something hard hit the lid. User handling is likely the cause of the issue, though it cannot be conclusively determined. The instructions for use includes the following statements in chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. ¿ before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.